Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined as the issue is no longer reproducible. Most likely it is due to occluded circuit system during start-up self-test.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. Vyaire medical field service technician (fsr) investigated for alarm 318 however, the device couldn't reproduce the issue. Performed a zero pressure calibration as per tech manual and verification, all passed. No performance issue found. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 had tf 318 - inspiration valve failsafe failed or occlusion in inspiration tube. Furthermore, there was no patient associated with the event.